Manufacturer narrative:
(B)(4). Date sent: 7/20/2021. This is a analysis for a set of images / an image submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be an hard instrument. The blade can be observed, however, no damage could be observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade tip damaged, however, the blade was not cracked. In addition the bade was not cracked off as reported. The device was tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what efforts were made to locate the missing piece? Yes, could not locate it was too small of a fragment was the missing piece left inside the patient? Potentially, unless suction would have picked up what is the patients current health status? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pancreatectomy the replace instrument error message appeared. The surgeons believe they activated across a clip prior to message. Upon investigation of device, it appears that there is a small fragment of tip that was broken off but not recovered. The fragment was too small to locate. The surgery was delayed 5 minutes but was completed successfully. There were no patient consequences.